Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2011039. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter burst during use. The following information was provided by the initial reporter, translated from chinese: "radiologists found that part of the indwelling needle infusion set was inserted and burst when they were using the closed venous indwelling needle for infusion of patients."